Event description:
The customer's mother reported via phone call that the customer had been experiencing unexplained high blood glucose levels that would not come down after being treated with the insulin pump. The customer's mother reported that the customer recently had a blood glucose level over 400 mg/dl. Blood glucose level at the time of the call was over 390 mg/dl. The customer's mother reported treating the high blood glucose levels with manual injections. During troubleshooting, no malfunction of the insulin pump was found. The customer's mother will consult with the health care provider and monitor the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.